Manufacturer narrative:
Late reporting due to delayed case creation by the subsidiary.

Event description:
Reportedly, the smart monitor light is frozen on orange. After resetting it and clicking the hbc button nothing changed. The monitor was swapped.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report. H11. Corrected data: g3.3. Date received by manufacturer changed to 09/02/2023 as device investigation closed

Event description:
Reportedly, the smart monitor light is frozen on orange. After resetting it and clicking the pit button nothing changed. The monitor was swapped